Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was not responding to sound when wearing functional speech processors. Check of the external equipment has been carried out and it is fully functional. There is no response to auditory stimulation when wearing the device. Testing confirmed that the device has malfunctioned.